Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced a failure code 50, indicating an issue with the master central processing unit (cpu). This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed in service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a defective cpu board. The cpu board was replaced and calibration was performed to correct the condition. A follow-up MDR will be submitted if any additional information is received.